Manufacturer narrative:
After inserting a known good battery and a battery simulator into the battery compartment, the unit displayed an "insert battery" message. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In an attempt to isolate the problem, pcba2 was replaced by another known good board and the unit was able to boot up. The "insert battery" message seems to be isolated to a problem with pcba2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the recurring "insert battery" error message. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated alarm occurred again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.